Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump rejected new batteries. The insulin pump's screen in sunlight gave off hazy effect which effected visibility. No harm requiring medical intervention was reported. Troubleshooting was performed successfully; however, the customer will discontinue the use of device.